Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, while performing infusion, the catheter fractured in two pieces, 55 cm from the strain relief and then again after the hub. The procedure was completed without complications or intervention.